Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported physician recharge was attempted a second time unsuccessfully and it was determined that the battery needed to be replaced. Patient had multiple hospital admissions and health issues and she kept forgetting to charge or bring charger with her during extended hospital stays. It has not been scheduled yet as patient is still working on clearance from other physicians and other health issues have taken priority. Will ask the physician at time of implant (future schedule tbd) to send back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported that overdischarge. Pt has not used or charged system in over a year. Caller states this is because the pt forgot how to use system. Pt controller will not connect to ins, reviewed this is expected if the ins has not been charged. The caller states the pt is now 'hurting' because they don't have stimulation and would like to have the system back to normal usage to address this pain. Reviewed prm process and caller will set up another appointment as the prm may take several hours. Additional information received from a representative. It was reported that the patient had an appointment on 2021-oct-27 for a physician reset of their device. Additional information was received from the manufacturer representative (rep). The patient was going to be scheduled for a replacement.